Event description:
It was reported that pump displayed malfunction code 3 that could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.